Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a low lv pacing percentage of 75 percent. The right ventricular (rv) pacing percent was noted to be 92 percent. The patient experienced heart failure symptoms. Boston scientific technical services (ts) discussed the potential of oversensing, a left sided premature ventricular contraction (pvc) or potential cross chamber sensing of a left atrial event. Ts discussed troubleshooting options. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried blood/body fluid in the lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test due to the presence of blood/body fluid. Laboratory analysis did not confirm the reported clinical observations.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that high threshold measurements were also observed.

Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The lv lead was explanted and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.